Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device tissue pads were very much worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of error code u504 for probe damage received for the device after approximately 10 minutes of using the device in a therapeutic laparoscopic cholecystectomy procedure. There was no situation in the procedure where metal products were hit by the device. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The device settings at the time of the event were variable 1, maximum 3. The intelligent tissue monitoring (itm) setting were on during the procedure. Upon evaluation of the returned device, it was observed that the device tissue pads were very much worn. This medwatch is being submitted for the reportable issue of very much worn tissue pads observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the tissue pad was severely worn because ultrasonic waves were output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact with each other. 3. By continuing to output in the state of 2, a load was added to the probe and the probe damage error (error code:u504) occurred. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.